Event description:
Initial report: this non-serious spontaneous case report from another country was reported by a consumer to our local affiliate. Initial and f/u info received on 16-feb and 24-feb-09 respectively were processed together. This case involves a female pt who received three treatments of poly-l-lactic acid in 2008. Relevant medical history and concomitant medication info were not mentioned. Four months later, the pt began to notice white pimples along her chin and each side of her nose in the creases. They were rather large and deep and became increasingly worse. She reports that she has never had problems with her complexion before this, and she made no changes in her facial creams. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) was initiated. It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in another country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for f/u info received on 29-sep-09: timeline of events reported by consumer: 28-feb-08: cosmetic consultation, poly-l-lactic acid decision. On 01-apr-08: purchase lidocaine (maxilene) pre-treatment cream; applied to face 2 hrs prior to treatment . In 2008: poly-l-lactic acid therapy. Five days later: adverse event evidence. 2008-2009: adverse event continues with increase in size and number. Three months later: adverse event continues. Four months later: diagnosed by physician with facial acne left and right side of face, chin area, and jaw line white pimples large medium and small - prescription for retin-a 5% with ten refills. Within three months: adverse events reduced in size and number, but continue. Treatment cream continues to be applied. Adverse event is ongoing; some resolution has taken place; acne still present; treatment continues.